Manufacturer narrative:
No device deficiency was reported. Phrenic nerve damage leading to diaphragmatic paralysis is a known potential adverse event documented in product labeling. There is no additional information for this adverse event. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure the patient diaphragm showed less movement and resulted in phrenic nerve damage leading to diaphragmatic paralysis. The patient is currently being monitored.